Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported a lead for the dorsal root ganglion (drg) system was placed a l2 and postoperatively x-rays indicated the lead migrated. Further surgery was undertaken and the lead was explanted and replaced. Reportedly, following the replacement the patient is receiving effective therapy.